Event description:
Information received indicates the technician found the bed with no bed functions working. The head section was at 20 degrees elevation when the bed stopped working.

Manufacturer narrative:
The technician replaced the controller to repair the bed.